Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) study it was reported that a death occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A 24mm watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2015, the patient died at home with an unknown cause of death. Additional information was requested; however, no further information is available.